Event description:
A caller reported that the insulin gauge on their device displayed an amount different from what was expected, with a fill estimate discrepancy showing 15 units instead of the caller's expected 150 units. There was no adverse impact to the customer¿s blood glucose level due to this discrepancy. The customer resolved the issue by loading a new cartridge. Technical support instructed the caller to reach out again for troubleshooting if the issue recurred, and the caller acknowledged this advice.